Event description:
Procedure: rfa. Patient sex: not reported. Reportedly, during the surgery water leaked from the connector part between the handpiece and the tubing. The electrode was changed and no further complication was reported.